Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
The sensor broke after implantation and it was replaced with another sensor.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The connector was received with 2 cm of catheter protruding; internal wires were exposed. The catheter material and internal wire were stretched and broken 2 cm from the connector. The case and sensor were missing. Due to the condition of the device, no functional testing was possible. The supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.